Event description:
It was reported that this implantable device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Technical services (ts) consultant recommended device replacement. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Requests were made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. However, the physician elected not to replace the device and continue to monitor the patient. This device remains in service. There were no patient complications or adverse effects reported. Additional information was received that this patient passed away around (B)(6) 2021. There is no allegation of death being related to device, patient was terminally ill. It is believed that the device was buried with the patient.

Manufacturer narrative:
This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Requests were made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. However, the physician elected not to replace the device and continue to monitor the patient. This device remains in service. There were no patient complications or adverse effects reported